Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with scratches and cracks found on lcd lens screen. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm displayed: cassette not attached properly were found recorded in history. During analysis, the reported issue was unable to be duplicated. Service will replace the downstream occlusion sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette not properly attached alarm. No patient was involved in this event. No adverse effects were reported.